Manufacturer narrative:
The t:slim x2 g5 pump user guide states "when the sensor session ends, you will need to replace the sensor and start a new sensor session. In some cases your sensor session may end before you have finished a full 7 day period." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor expired prematurely. Reportedly, the customer did not end the previous sensor session when inserting the sensor. There was no reported adverse impact. Customer replaced the sensor to resolve the issue.